Event description:
The manufacturer received information alleging a failure of the ventilator's internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customers complaint was confirmed. A failure of the device to charge its internal battery was observed and a "service required" code was found in the ventilator's downloaded error log . The device's power management board and internal battery were replaced to address the issues.